Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Device functioning properly during testing. Device received with cracked case(battery tube) and cracked keypad at select button. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 450 mg/dl at time of incident. Customer thought he was in auto mode and unable to enter auto basal. Customer reported that the auto mode feature not active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.